Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, due to pop/sui, rectocele and enterocele. It was reported that patient underwent division of left lateral aspect of suburethral sling and left proximal arm of posterior mesh on (B)(6) 2008, due to suprapubic/left groin pain status post sling placement and left buttock pain status post synthetic mesh placement for rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion the patient experienced vaginal tightness and urinary incontinence. It was reported that patient underwent mesh revision/ removal on (B)(6) 2008.